Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k771219. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an airbag leakage. Customer indicated that there was no medical or surgical intervention needed to prevent permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation contained in a plastic bag with its original opened unit pack. Visual examination shows that the shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notch. The stylet wire was removed from the tubing and air was removed from the tracheal cuff. The returned unit was inflated and leak tested under water. No leakage was detected. The returned unit remained inflated and no leakage was detected. The reported defect could not be detected on the unit returned for evaluation. We would like to draw your attention to our ¿instructions for use¿ (IFU) under the section ¿warnings / precaution (cuff-related)¿ where it states ¿syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.